Manufacturer narrative:
The unit had a button error alarm and no button response due to a corroded keypad. The unit did not have moisture damage on the electronics or motor. The unit had a minor scratched display window and a cracked reservoir tube lip. (B)(4)

Event description:
The customer called in to report that the insulin pump alarmed button error and he could not clear it. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 158 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.